Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by user that during use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. However, no harm was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, user reported autofill failure. Inspection for the machine. Low helium alarm. Replaced helium for machine check. Pump assist normal without autofill failure. Device passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.